Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's incision is not healing even after having revision and multiple visions to a plastic surgeon. It was noted that the incisions are badly infected again. The patient wants the vns removed. The physician noted that both incisions are infected and have yellow outs oozing from them. No further relevant information has been received to date. No known additional relevant surgical intervention has occurred to date.

Event description:
The patient's mother reported that the lead and generator have been exposed since implant. The wounds never healed and must constantly be covered as they continue draining. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patients lead is coming out through the incision. Device history records were reviewed for the lead. The lead passed all specifications prior to distribution. The lead was hp sterilized. No known surgical intervention has occurred to date. No other relevant information has been received to date.